Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-03235 and 2134265-2014-03237. It was reported that automatic pullback failure occurred. The lesion was located in the left main artery. During procedure outside the body, it was noted that the galaxy intravascular ultrasound system sled would not let the intravenous ultrasound (ivus imaging catheter to automatically be pulled back. Manual pullback was performed to complete the procedure. No patient complications were reported and the patient's status was stable.